Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 15, 2014 to october 17, 2014. The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed particulate matter, approximately 0.25 square mm in size, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be polyester material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor contained particulate matter in the elastomeric balloon. This was identified during storage. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.